Event description:
Two stents went into the patient's body, wouldn't cross, removed from body, found stents frayed. Manufacturer response for coronary drug-eluting stent, xience skypoint¿ (per site reporter). Manufacture abbott was notified on [redacted]. They have issued instructions for the return of these failed products.